Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ping enhanced meters display was fading. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12.30 pm on (B)(6) 2017. The patient stated that she manages her diabetes with insulin (novarapid confirmed; self-adjuster). In response to the alleged meter issue the patient stated she took an extra 2 units of novarapid insulin at 12.30 pm on (B)(6) 2017. The patient denied developing any symptoms or receiving any treatment as a result of the alleged meter issue. During troubleshooting the csr confirmed that this was not the first use of the device and that the device had not been misused. The patient possessed a backup meter for testing. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.